Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn1189 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the as the nurse and doctor were prepping the PICC for insertion, it was found the catheter hub clamp was faulty and leaking. A new set was opened and the procedure was completed without further incidence.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged clamp was confirmed and the cause appeared to be supplier related. One 6 fr d/l powerpicc was returned for investigation. The catheter had been trimmed at the 43cm depth mark. The clamp on the extension leg with the purple connector was damaged. A microscopic examination of the clamp revealed material deformation that was consistent with shearing. It appeared that the clamp was damaged during the molding process. No damage was observed on the adjacent clamp tag. A functional test revealed that fluid bypassed the closed clamp. A supplier incident report was sent to supplier, regarding this incident, as the clamp is a supplied component. A lot history review (lhr) of recn1189 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the as the nurse and doctor were prepping the PICC for insertion, it was found the catheter hub clamp was faulty and leaking. A new set was opened and the procedure was completed without further incidence.